Event description:
It was reported that a patient with a 25mm 6900p mitral valve implanted for 18 years and 3 months underwent a valve-in-valve procedure due to flail leaflet, stenosis and moderate regurgitation . Patient presented with severe symptomatic limitation that is consistent with nyha class ill chronic diastolic heart failure. The procedure was performed with a 26mm 9750tfx mitral transcatheter valve with none complications. The patient was transferred to the recovery area in stable condition. Patient was discharged on pod# 2. According to the physician, the surgical valve did not prematurely fail.

Manufacturer narrative:
Based on new information received, this event is no longer considered reportable. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. Based on the available information, a definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 25mm 6900p mitral valve implanted for 18 years and 3 months underwent a valve-in-valve procedure due to unknown reasons. The procedure was performed with a 26mm 9750tfx mitral transcatheter valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.